Event description:
It was reported that this right atrial (ra) lead dislodged resulting in a lead explant. A new ra lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead dislodged resulting in a lead explant. A new ra lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.